Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose (bg) level was "high"; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. No additional information was provided by the customer.